Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to report that the patient developed a fracture below the implant, which required additional surgical intervention to remove the construct and revise to a long tfna nail construct. A review of the device history record for part number 04.038.290s and lot number 9889463 revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework but with one nonconformance noted. Nonconformance report was written to scrap 1 piece due to a undersize left hand thread. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail advance (tfna) - short, a helical blade, and a locking screw on (B)(6) 2016 to repair a right femur fracture. After the surgery, on an unknown date, the patient suffered another fracture below the implanted nail. On (B)(6) 2016, the patient was returned to the operating room where the tfna - short was removed and the patient was revised to a tfna long and 2 distal screws and a helical blade. The procedure was completed successfully and no adverse events were reported against the patient. This is report 2 of 3 for (B)(4).